Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. The product model number and lot number of the dressing are unknown. However, the product name provided was aquacel ag advantage surgical dressing. Brand name: l3w0900 - aquacel ag common device name: dressing, wound, drug product code: fro 510(k) number: k091034 this complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. The product model number and lot number of the dressing are unknown. However, the product name provided was aquacel ag advantage surgical dressing. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that one dressing from unknown market unit (mu) was stuck to her skin. The dressing was applied on her hip replacement surgery site and end user was told to remove it in seven days. It was stated that she followed all directions but ended up having difficulty removing the dressing and had a very itchy and nasty looking, weeping, red area all around her incision. It was unknown if any other products were used under dressing prior to application. The end user also stated that she took a picture and sent to her surgeon's nurse. The end user and the doctor thought she might be allergic to something and was told to take antihistamine medication orally. No other treatment was provided. The end user also stated that she will follow up with her primary care physician (pcp). A photograph depicting the issue was received from the complainant.